Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load process. The customer's blood glucose was reported to be in target range. Reportedly, the customer would continue to use the pump for insulin therapy.